Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for pre-dilation. However, upon inflating the balloon within the specified pressure, the balloon ruptured. The device was completely removed and the procedure was completed with another coyote nc balloon catheter. No patient complications nor injuries were reported.